Manufacturer narrative:
Results: the pet lock on the proximal end of the pod8 coil pusher assembly was intact. The pusher assembly was bent in multiple locations along the length of the hypotube. The pusher assembly was kinked approximately 5.0 and 103.0 cm from the proximal end. The embolization coil was intact with the pusher assembly. The outer diameter (od) of the embolization coil was measured and found to be within specification. Conclusions: evaluation of the returned device revealed that the pusher assembly was kinked. This type of damage typically occurs due to improper handling during use. If the pod8 was forcefully advanced against resistance, the pusher assembly may become kinked. During functional testing, the pod8 was advanced out of its introducer sheath, and extreme resistance was experienced when the introducer sheath reached the pusher assembly kink approximately 103.0 cm from the proximal end. The observed kink in the pusher assembly likely contributed to the difficulty experienced when the pod8 was being advanced. The bends throughout the pusher assembly hypotube were likely incidental, and may have occurred due to improper handling during packaging for return. Penumbra coils are 100% functionally tested during in-process evaluation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using pod8 coils. During the procedure, the physician had difficulty advancing a pod8 coil through a lantern delivery microcatheter (lantern). Subsequently, the pod8 coil became stuck in the lantern and was removed. The physician then flushed the lantern and completed the procedure using new pod8 coils and the same lantern. There was no report of an adverse effect to the patient.